Event description:
Hub of midline was cracked and causing leaking. It had been in place about 30 hours prior to rn noticing leaking. Argon rep was contacted and notified of event. Device was not available to submit to the company.

Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.